Manufacturer narrative:
A follow up will submitted when addtional information become available.

Event description:
It was reported that the cardiohelp alarmed ¿venous bubble sensor not connected¿ during treatment. The cardiohelp as exchanged with another device. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp alarmed ¿venous bubble sensor not connected¿. The cardiohelp as exchanged with another device during treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The cardiohelp was tested for over a week and no venous bubble sensor alarms were observed. The failure could not be replicated. The sensor panel was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files were requested but were not provided for analysis. Thus, no exact root cause could be identified as the failure could not be replicated. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - influence due to other ultrasonic devices (e.g. Flow sensor). - bubble sensor disturbed. - bubble sensor not plugged but recognized. - connection of non-compatible sensor. - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). According to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. Additionally, according to the IFU of the cardiohelp (chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter "connecting the sensors", it is stated that the sensors must be kept clean. The device was manufactured on 2015-06-09. The review of the non-conformities has been performed on 2024-04-16 for the period of 2015-06-09. To 2024-04-10. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "cardiohelp alarmed ¿venous bubble sensor not connected¿ could not be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-04-10 till 2024-04-10). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.